Event description:
In early 2008, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter has a power issue (unit powers off during use). This complaint is classified according to the documentation of the customer care advocate and the answers to the follow-up questions obtained on january 8, 2008. The patient tests 4 times per day and controls her diabetes with 30/70 mixed insulin. According to the patient, while she was having the power issue with the subject meter, she developed both "hypo and hyper symptoms. The patient indicated that she has vision problems and had a difficult time to read the screen without the backlight working. Reportedly, this power issue (backlight will not power on) caused her to enter the wrong amounts of insulin into the meter. She said that at times, she took too much insulin and at other times, not enough. The patient could not specify the duration, frequency or the details of the actual symptoms beyond that it occurred "a few times." When she allegedly was hyperglycemic, she administered self-treatment by "drinking a lot of water and did not take any medication. She treated her hypoglycemia symptoms by either eating food or drinking something sweet. The patient reportedly could not specify her blood glucose reading on the subject meter, physical activity, and food intake prior to the alleged "hypo and hyper symptoms." Furthermore, the patient indicated that she was "unsure if she took the wrong dose or not, but she believes that she did because she was relying too much on the meter and giving herself what she saw on the screen, that she wasn't thinking." The patient believes that taking the correct amount of insulin could have prevented the reported symptoms. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient claimed that she experienced hypoglycemia and hyperglycemia after the reported issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.